Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who reported that while using the device, she fell over the top of it when "the right side of the walker where her right hand goes, the bar below that came apart." The end user fractured her hip. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.